Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient discovered a slit in the edge of a minicap during use and subsequently developed an infection coincident with peritoneal dialysis (pd) therapy. The cause of the slit was not reported. It was reported that during bathing, the patient touched the minicap, which was in use at the time, and found a gap; further described as ¿the minicap was silted at the edge¿ (no further details were provided). The next day, the patient developed an unspecified infection and was hospitalized for the infection. On an unreported date, the patient began treatment with unspecified anti-inflammatory drugs (doses, frequencies, and routes not reported). On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis. No further detail was provided regarding the outcome of the infection. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.